Event description:
It was reported that the customer was having difficulty removing and replacing her infusion sets. Her blood glucose was unknown at the time of reporting. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.